Manufacturer narrative:
Patient information was not made available from the site. Device lot number is unavailable from the site as the suspect biopsy guide will not be returned to manufacturer. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement biopsy guide shipped to site 04/12/2017. This suspect biopsy guide was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the screw fastening part of the biopsy guide was worn down and could not be rotated normally. No further details regarding the damage, or how it occurred, were provided. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number and manufacturing date now provided.

Manufacturer narrative:
Device evaluation: the biopsy guide was returned to the manufacturer for evaluation. The reported issue could not be confirmed as the biopsy guide was found to be fully functional. All joints locked, released, and rotated without issue. No fault was found.